Event description:
It was reported that during an unspecified procedure, the maverick2 monorail ptca catheter shaft broke in the middle of the hypotube. The device was in the guide catheter when this break occurred. The device was successfully removed from the pt. The lesion being treated is unknown. No pt injuries or complications were reported. Pt status is reported as 'no complications to pt'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.